Event description:
The husband of a female patient contacted lifecor customer support to report that neither battery pack will start up the monitor. Support sent a patient services representative (psr) to the patient to replace the battery packs and monitor.

Manufacturer narrative:
Device manufacture date: monitor - 2008, battery packs - 2008. Device evaluation summary: device evaluations of monitor battery packs have been completed. The reported problem was confirmed. The cause of the battery pack not charging was due to a broken white wire on the cells. The white wire connects the cells to the board. The root cause of the broken wire was a manufacturing assembly error. The wire was cut too short. The wire was replaced. The battery pack was retested and restocked. The cause of the battery pack not charging was due to a broken black wire on the cells. The black wire connects the cells to the board. The root cause of the broken wire is unknown, but is likely random component failure. The wire was replaced. The battery pack was retested and restocked. The monitor was fully functional. It was retested and restocked. No adverse event resulted from the faulty battery packs. The patient received a replacement monitor and battery packs.